Manufacturer narrative:
The guide pin that was returned is missing approximately 2 threads from the end that fits inside the screw toggle (less than .1 inches long). One thread remains on the end of the guide pin. The missing end of the guide pin was left in the screw and not returned for analysis. The most likely causes are that the doctor either over tightened the guide pin in the screw,or the guide pin came loose during the procedure. The excel cause of the guide pin becoming stuck in the screw can not be determined from the existing information and physical evidence. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or serious injury.

Event description:
The doctor was performing a spondy reduction at l9 with a construct form s1 to l4. After the reduction procedure was complete, it was discovered that the guide pin broke off when the doctor applied more force to get it out. The end of the guide pin was left in the screw. The doctor looked for any other broken pieces and found none. The piece of guide pin was not protruding above the top of the screw and the doctor felt confident that it was stuck in the screw well enough that it would not come out. The screw was left in the patient. The reduction surgery was successful.